Event description:
Baxter corporate product surveillance (cps) received a report from a baxter sales representative who stated that a peritoneal dialysis (pd) nurse reported that a home patient (hp) complained that the twist clamp wasn't closing and when she tried to close it, the twist clamp was found broken with residue on it. The nurse replaced the transfer set and noticed that the twist clamp slid down to the other end of the transfer set. The sample was available for evaluation. Product surveillance followed-up with the pd registered nurse (rn) on (B)(6) 2010. There was no patient injury or medical intervention associated with the incident. The transfer set had been in use for 6 months, as the patient was coming in for a routine change. The patient had been on pd for 1 year and was on automated pd. The patient cleans the transfer set in the shower with antibacterial soap and water. The pd rn stated the clamp on one side of the transfer set was broken off, but there was no leak. They were unaware of anything that may have caused the incident to occur.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab for broken occluder feet. One used set was received with a cap on the dark blue connector and no cap on the patient connector in reference to damaged. Functionally hand tightened a lab titanium adapter without difficulty. Set was then tested underwater at 8 psi with leak noted from tubing at occluder feet. Set was visually inspected and noted that one of the occluder feet was broken and the other was damaged. During visual inspection, it was noted that there was no whitish spot on the occluder leg that is indicating a possible overtorquing. The complaint was confirmed in the lab for damaged. The cause of this problem is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.